Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 548 mg/dl at the time of incident and current blood glucose level was 238 mg/dl. The customer¿s other blood glucose level was 55,310,238,263,mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer experiences nausea symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of reported high blood glucose. The customer stated that troubleshooting was for the high blood glucose under delivery. Based on customer¿s report customer alleges the insulin pump was under delivery. The customer stated that cannula was bent. The customer treated for high blood glucose with the insulin pump. The reservoir will not be returned for the analysis.